Event description:
It was reported following a heat catheterization procedure, a 6f angio-seal device was used in the right femoral artery. A pre-deployment angiogram of the right femoral artery was performed. The next day, the pt complained of numbness in the leg and went to another physician. The pt underwent surgical repair of an arterial dissection. The angio-seal anchor was within the artery with clot formation present. The angio-seal was removed. The pt tolerated the surgery well and blood flow was restored. The pt was discharged.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the vessel occlusion could not be conclusively determined; however, a vessel dissection with clot formation was found. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.